Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused flagyl during therapy. There were issues with infusions programmed with rates ranging from 51 ml/hr to 200 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.